Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation. The device was returned to the service center for evaluation. A functional inspection on the received condition and was unable to duplicate the user¿s experience. The gif-h180j video scope was connected to the cv-180 video processor (sn# (B)(4)) and clv-180 light source (sn# (B)(4)) that was also returned by the customer. Both the video processor and light source were powered off prior to connecting the video scope and cable (maj-1430). Based on the evaluation, the user¿s experience could not be replicated. However, it is likely that all components were not properly connected prior to powering on the cv-180, which was stated, ¿the maj-1430 cable was not connected to the scope. The maj-1430 cable might have been connected to the cv-180¿. Additionally, the processor and light source is powered on through a non-olympus tower. The IFU manual for the gif-h180j states that following, ¿confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd¿. Mq proceeded to connect the video scope to the light source and processor that was sent in for testing, and was unable to reproduce the user¿s experience of being shocked. The gif-h180j video has a number of non-olympus parts and repairs throughout, including, the bending section cover, bending section cover glue, insertion tube, light guide tube, c-cover, objective and light guide lens, nozzle and angulation knobs.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The gif-h180j instruction manual provides warnings to users with regard to setting up the system.¿turn the video system center on only when the videoscope cable is connected to both the video system center and the electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope.¿

Event description:
Olympus was informed that during or setup, the facility¿s technician was shocked while connecting the gastrointestinal videoscope to the lightsource and video processor. It was reported that the video system might have been powered on but the light source was not. The user facility believes that the videoscope cable may have been connected to the light source when the incident occurred. A second technician present in the room reported observing a flash at the same time the injured technician yelled out from the shock. The technician was sent to the user facility¿s emergency room and was treated for numbness in the hand. The technician is currently doing well and has since returned to full duties. Additionally, it was reported that the user facility¿s biomed removed the light source and video system from service to perform a grounding and current leakage test. No anomalies were found with light source or video system. The biomed also, visually inspected the equipment and found no visible burn marks on the system. The two devices were powered by a non-olympus power source, which was also tested and inspected with no anomalies found. This is 1 of 3 reports.